Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. The right atrial and left ventricular lead were found to be dislodged and were both explanted and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.